Manufacturer narrative:
Product complaint # (B)(4). Investigation summary-according to the information received, ¿after the patient fell, the femur fractured and we revised the stem¿. The product was not returned to depuy synthes, however photos were provided for review. See attachment "img_6829.jpeg". Review of the radiological image reveled that the femur has fracture at the distal portion of the shaft, near the distal end of the femoral stem. However, the corail amt collar size 13 presents no evidence of implant fracture or anything indicative of a device nonconformance. The overall complaint was not confirmed as the observed condition of the corail amt collar size 13 would not contribute to the complained fracture of the femur. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
After the patient fell, the femur fractured and the stem was revised. There was no delay. Affected side: left

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.